Manufacturer narrative:
Testing found that the ac power cord was damaged. This was due to a broken ground contact prong. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional information was provided.